Event description:
Patient admitted 12/23/93 and set up on rental portable ventilator at approximately 1255, 12/23/93. Patient had a tracheostomy and tubing was secured to trach with a rubberband.at approximately 1990, patient was found unresponsive and pulseless. The ruberband was still attached to the tubing and the trach tube but the tubing was disconnected from the trach tube. The low pressure alarm did not alarm.settings were: mode simv machine rate 16 total rate 17 set vt/inspv7 800set fio2 40 low pressure alarm 10pip 45 high pressure alarm 70